Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that a bilateral patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2003. Subsequently, the patient underwent a revision procedure on (B)(6) 2009 due to a suspected infection. During the procedure, surgeon performed incision, drainage, and debridement of the left hip bursa and removed the trochanteric claw and cable. It was determined intraoperatively to be a superficial infection. No further information has been provided.